Event description:
It was reported that the patient with the pacemaker device was seen by the physician and was asymptomatic, however the heart rate was at 25 beats per minute. Troubleshooting options were performed, applied magnet but there was no effect. Upon review of the electrogram, it was found that there was loss of capture on this right ventricular (rv) channel with low escape rate. Rv thresholds were between 2.5v to 3v. Technical services recommended to increase the rv output to get capture. This rv lead currently remains in service. No adverse patient effects were reported.